Manufacturer narrative:
Insulin pump passed self test, error test and displacement test. Insulin pump was monitored for 24 hours and no unexpected error alarms, audio or beep anomalies were noted, frozen screens or unexpected restart anomaly were noted. Insulin pump was received with intermittent buttons due to corroded keypad traces and minor scratches on lcd window.

Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 350 mg/dl. The customer stated they have frozen display screen on their insulin pump as well. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.